Event description:
Implant fracture.

Manufacturer narrative:
Implant fracture is a well documented and long term complication of dental implants which is related to fatigue and/or unfavorable loading conditions. Implant fracture risks are adequately captured in risk management documentation and are also captured in the adverse event reaction section of keystone dental's implant information for use which lists implant fracture as an anticipated outcome. No adverse trends were identified and the fracture rate is well within the expected rate of occurrence.